Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found haptic broken. Unable to perform dimensional inspection due to haptic footplates damage. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+2.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. The cause of the event is reported as unknown.